Event description:
It was reported that the patient's right ventricular (rv) lead and right atrial (ra) lead dislodged. It was noted that the patient was in heart block, resulting in syncopal episodes. It was also noted that there were patient complications of a hematoma. Both the rv lead and ra lead could not be repositioned due to the screw mechanism not retracting or deploying. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).